Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead, however placement difficulties were encountered and the helix mechanism could not be extended. As such, the lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. An x-ray of the lead showed a deformed cathode coil near the terminal end. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported dislodgement allegation.

Manufacturer narrative:
The product has been returned to boston scientific; analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead, however placement difficulties were encountered and the helix mechanism could not be extended. As such, the lead was removed and replaced. No additional adverse patient effects were reported.